Event description:
A customer reported that a system message occurred during a cataract intraocular lens (iol) implant procedure. The procedure was able to be completed with an alternate system with no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).